Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were unable to test on the meter. Their meter allegedly had no power. Customer had replaced the batteries. Still no power. The result on their meter was unable to test. There was no comparison. Not treated. No further informaton has been reported.